Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A family member of the patient¿s reported that the patient had to charge their implantable neurostimulator (ins) every two days compared to going one to three weeks without recharging. It was noted that the patient had not reprogrammed or switched to a new group and had not recently had the need to increase parameters. When asked if the patient had previous overdischarge events, the caller stated yes. The patient fully charges the ins; they usually charge while sleeping and gets all coupling boxes filled. It was reviewed that the ins had been damaged and since implant, the patient experienced a burning sensation in their leg when the ins is not charged. Lastly, there was a loss of therapy. The patient was advised to keep a close eye on the ins battery level to prevent it from going into overdischarge again. Follow-up has been attempted, but no further information was received at this time. If additional information is received, the event will be updated. The indication for use for the implanted device is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.